Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the patient was 6 years old. Due to osteochondrosis, there were signs of infection with pus discharge from the right wrist and right ankle. Because an implant was present, the sutures were removed. The wound was then sutured using vcp 3-0 and pdp 4-0, and aquacel was applied. The patient made a full recovery. The doctor commented that the 3-0 suture might have been too thick for a pediatric patient. In addition, since there have been two infection cases and three cases of suture protrusion in succession, the doctor would like to know the cause. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the surgeon¿s experience with this stratafix suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Please describe the patient manifestations of the reported infection (location, severity, appearance). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures and sensitivities performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On note a-14871809 is reported "since there have been two infection cases and three cases of suture protrusion in succession, the doctor would like to know the cause." So, the complaints (B)(4) captures only one case of suture protrusion. (B)(4) captures only one case of infection. Could you please confirm whether, for the two infection cases, complaint (B)(4) corresponds to case 1 and (B)(4) corresponds to case 2, or if it is necessary to create an additional complaint? Could you please also confirm whether it is necessary to create two additional complaints for suture protrusion?

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on an unknown date and a barbed suture was used for dermal suturing. Post-op, due to osteochondrosis, there were signs of infection with pus discharge from the right wrist and right ankle. Because an implant was present, the sutures were removed. The wound was then sutured with different sutures and aquacel was applied. The patient made a full recovery. The doctor commented that the 3-0 suture might have been too thick for a pediatric patient. Additional information was requested.

Manufacturer narrative:
Product complaint: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: this event is one of three cases of suture protrusion.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: "since there have been two infection cases and three cases of suture protrusion in succession, the doctor would like to know the cause." So, the complaints, (B)(4) captures one case of infection. (B)(4) captures one case of infection. (B)(4)captures only one case of suture protrusion. Therefor the following complaints has been created to capture the 2 additional cases of protrusion. (B)(4) case 2 protrusion. (B)(4) case 3 protrusion.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 health effect - clinical code. Additional information was requested, and the following was obtained: we received information from the sales rep that the three cases of protrusion are as follows: (B)(4).